Event description:
It was reported that that patient received two alerts for elevated right ventricular (rv) lead impedance and high impedance. A fracture of the rv lead was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Patient alerts were noted for out of tolerance sub threshold lead impedance on 2013-(B)(6). The weekly pacing lead trend data showed various spike increases for maximum right ventricular (rv) lead pace impedance of 416 to 1152 ohms peak between 2011-(B)(6) and 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary #the partial lead was returned in segments and analyzed. There were no anomalies found. It was noted that the defibrillation svc coil was kinked, buckled, pulled stretched and overstressed, the helix was pulled, stretched, overstressed. The outer insulation was torn and the overlay tubing was cut. There was blood (not obstructed) on thedistal conductor and the distal electrode. It was observed that there was blood ingression in the overlay tubing. It was visuallynotes that there was apparent explant damage.